Event description:
The customer reported that the insulin pump was not functioning. Troubleshooting was performed. The customer stated that he heard a strange noise from the device and it shut off. The battery was changed and the device shut off again. The buttons did not respond. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen and a constant tone as a result of a faulty motherboard.